Event description:
On (B)(6) 2016, the reporter contacted lifescan france, alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 3. The test strips have been returned and further evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood has been applied to a strip. In addition a secondary issue was also noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. Supplemental sent to correct information omitted from previous follow-up # 1 (fu1). The test strips had been returned and analysed by product analysis prior to the submission of fu1 but the information was omitted. The test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Appropriate, additional evaluation codes have been included in this supplemental. The alert date of fu1 should read 4/13/2016.